Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID neu_unknown_lead, serial# unknown, implanted: 1993-(B)(6), product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for brachial plexus. It was reported the patient's machine was no longer working. The patient noted that at first, therapy was going off and on and that he thought the lead might have been coming loose, but now, the device was not working at all. Symptoms reported included no stimulation. It was noted that impedance measurements were not taken.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional indicated the patient had been referred to a neurosurgeon to address the issue. The issue had not been resolved yet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.